Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high number of short v-v intervals counted on the right ventricular (rv) lead. This lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was in chronic atrial fibrillation (af) and undersensing was noted on the right ventricular (rv) lead. The patient failed cardioversion attempted. The rv lead was reprogrammed and remains in use.